Event description:
It was reported that a patient underwent a laparoscopic sigmoid colectomy on (B)(6) 2013 and suture was used. While closing the fascia the suture separated from the needle at swage. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The needle exhibited amounts of intergranular and possibly some transgranular failure. These failure modes are not common, which typically fails primarily in a ductile manner.